Event description:
Additional information was received. The event occurred during testing before being used on a patient. No harm or injury was reported.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one device was received. Visual inspection showed a damaged enclosure, bad micro switch, cracked tank cover, and faded line cord. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Unable to replicate the reported fault. The complaint given was a low water level alarm when the tank is full, but the actual alarm was for no disposable detected which is a common mistake. A root cause was determined to be a bent or faulty micro switch. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the micro switch, enclosure, tank cover, line cord and performed preventative maintenance (pm). Device passed all functional testing.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It as reported that the fluid warmer gives a low water error when tank is full. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.